Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported via medsun report received on (B)(4) 2014: the hi-torque floppy ii 190cm wire was entered into the patient and used for a percutaneous coronary intervention (pci). Once the wire was removed out of patient's body, the physician discovered the wire had split. There was no additional information provided.